Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side "recent swelling", "seroma", "suspected rupture", "redness of breast surgery area", "pain", "suggestive of chronic inflammatory lesion" and "continuous seroma aspiration and washing and biopsy were performed because bia-alcl cannot be excluded". The following event is not related to the device "fever sensation". The device remains implanted.